Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler would clamp and pause for compression longer than expected eventually firing but not all the way through the tissue. The issue occurred with blue, green and black reloads on universal surgical manipulator (usm) 2. Surgeon stated the tissue was not too thick. Prior to calling, the site changed out the stapler instrument with no change. Customer then power cycled the system and technical support engineer (tse) advised them to also reseat the sterile adapter on usm 2. Surgeon again tried a 60 black reload in usm 2. The same pausing for compression occurred but eventually fired normally. Tse suggested trying the stapler in a different usm if possible. Surgeon was able to move another stapler instrument into usm 4. Using a blue and green reload in usm 4 the stapler clamped and fired normally. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the stapler did fire at least 2 times. The surgeon was stapling the small bowel. The patients had crohn¿s disease, but they don¿t believe there were any problems with the tissue. All staples looked like they were formed correctly, and no blade was exposed. The surgeon did not encounter any obstruction. The surgeon did not fire over the existing staple line. No buttress material was used. The surgeon was able to clamp normally. There was some bleeding on the staple line that the surgeon oversewed, however, he said it could be because of the disease state of the patient and there was no way to know. No transfusions were needed due to normal staple line bleeding. There was no unplanned tissue removal. There were no holes or gaps in the staple line. The reloads were disposed. The staplers were returned to intuitive. There were no photos or videos to review.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the clinical sales representative (csr) who observed the case, and it was noted that the tissue was thicker than expected and the angle on arm 2 was different than the angle for arm 4 resulting in better performance on arm 4 once the stapler was moved to arm 4. No further issues or errors were noted. The system was performing as expected. A review of the logs for the sureform 60 stapler associated with this event was performed and the following additional information was provided: (1) logs show part number: 480460-09, lot number: k13230405-0101, was used first, and it was installed on the system 3x and fired 1 green reload. On install 1, the system failed to detect the reload color, and the user manually selected the blue reload via the gemini user panel interface (gupi) on the surgeon side console (ssc) touchpad. The user then made 4 incomplete clamp attempts. No firing was attempted. On install 2, the stapler failed to initialize with the system. Parameters of the error indicates high drivetrain friction was detected. On install 3, the user was prompted to manually select the reload color, and the user selected the green reload. The first two clamps were successful but were followed by a firing failure. The instrument was then removed and not used in the procedure again. (2) next, logs show part number: 480460-09, lot number: l85230921-0468, was installed on the system 8x and fired 8 reloads (2 black, 2 green, 4 blue, in that order). On install 1, the first clamp was successful, but was followed by a firing failure. On install 2, the first clamp was successful, and the firing was completed with 8 pauses for compression. On install 3, the first clamp was incomplete. The next clamp was successful, and the firing was completed with 2 pauses for compression. On installs 4, 5, and 8, the first clamp was successful, and the firings were each completed with no pauses for compression. On installs 6 and 7, the first clamp was successful, and the firings were each completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs, however the site did re-start the system when using the second instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.